Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed component jp4 of the power flex was damaged. Pin 2 of jp4 was burnt.

Event description:
It was reported to carefusion that the unit had a damaged lemo connector. The pins were broken. While in service, it was discovered that a pin on the connector was burnt. This reportable issue was discovered while in service, therefore there was no patient involvement.